Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose level of 54 mg/dl. Subsequently, the customer became dizzy and fell. The customer¿s head was hit on a dresses, and the customer sustained general soreness and customer chewed on tongue. The cause for the reported issue was unknown. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.